Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a timing problem related to pacing. It was also reported that the right atrial (ra) lead exhibited undersensing. The device and lead remains in use. No patient complications have been reported as a result of this event.